Event description:
It was reported " the pump was making abnormal noises and alarming "baseline too high" several times. On (B)(6), the engineer serviced the unit and tested it for 1 hour, and there were 2 alarms, one for "helium leak" and one for "baseline too high". The patients current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the pump was making abnormal noises and alarming "baseline too high" several times. On april 16th, the engineer serviced the unit and tested it for 1 hour, and there were 2 alarms, one for "helium leak" and one for "baseline too high".

Manufacturer narrative:
(B)(4). Additional information received 17-may-2024 indicates the condition of the patient is "fine". It was also reported that the pump was not replaced. No iabp part or recorder strip was returned for investigation. The customer provided a photo for evaluation. The photo shows an abnormal balloon pressure waveform (bpw) which is consistent with the high baseline alarm. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high baseline and helium loss alarm" is confirmed based on the photo provided by the customer. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.